Event description:
In 2012 I had mentor silicone implants put in and in 2017 I developed a burning rash all over my torso. Steroid shot (2) didn¿t stop the issue. Then there was a multiple of problems that followed, swelling joints, lips, eyes. My body was tight all the time. I had auto immune disorder, leaky gut, swollen lymph nodes especially around my groin area. My vision started to go blurry and my ears rung. Headaches and constant pain is how I started my days. I eliminated everything from diet, hoping this would help but what it boiled down to was my body was fighting the toxins that were in it! I told my husband ¿I feel like I¿m being poisoned!¿ when I had to miss work because I was too tired, sore and swollen to get out of bed is when I had to search for reasons why this could be happening to me! I explained in 2018! Symptoms have decreased by 95%. The heal is real! But my emotional, physical and financial state has been compromised! It¿s sad because I got implants as a ¿mommy gift¿ for myself. Worse gift ever!